Event description:
The customer reported experiencing multiple occlusion alarms, specifically alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level, as levels remained relatively normal. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.